Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 stopped working mid radial artery harvest. Power source was set at 3. The power supply and cord were changed out, but device did not work. A new device was used to complete the procedure. There was a delay to open the new device. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4,,g-3, g-6, h-2,h-11,h-12. Corrected section unique identifier (UDI) # d-4 : from "(B)(4)" to " (B)(4)."

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 08/16/2024. An investigation was conducted on 08/22/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be slightly flexed away from the hot jaw at the center due to clinical use. No other visual defects were observed. An electrical evaluation was conducted. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (04) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, as well as the evaluation results, the reported failure "electrical /electronic property problem¿" was not confirmed. The lot # 3000352197history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.